Event description:
It was reported that the patient experienced a loss of therapeutic effect (no specific symptoms were reported). The patient underwent surgical revision (date not reported) and the connection between the extensions and the neurostimulator were cleaned and dried. The patient was then receiving efficacy.